Event description:
A damaged pump charging port was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and a new order for the pump was initiated.